Event description:
The facility reported a colleague infusion pump in which the channel c was not working. This event occurred during biomedical testing. No pt injury or medical intervention was associated with this event. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a non-functional channel c was confirmed during evaluation. The buttons on the channel c pump head module (phm) keypad were found to be inoperative, which was determined to have been caused by a defective keypad. The phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. Review of the complaint handling system reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.